Manufacturer narrative:
The reported event was confirmed through functional testing of the thermogard xp ivtm console (sn (B)(4)) performed at the customer site. The root cause is due to a defective air trap block. Evaluation of the console revealed a mid09 (air trap assembly) error message during functional testing. It was identified that the air trap block with pc board were defective. Upon replacement, the console was further tested including the electrical safety test. The console functioned as intended and passed all final testing criteria. Review of the event log retrieved from console revealed a mid09 error message on the event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4). Customer site.

Event description:
It was reported that the thermogard ivtm console (sn (B)(4)) alarmed during start-up self test with a mid09 (air trap assembly) error message. The console was taken out of service following this observed issue. There was no known patient consequence reported. No further information was provided.